Manufacturer narrative:
Product complaint # (B)(4). Date sent: 11/1/2019. Additional information was requested and the following was obtained: can you please confirm the date you were notified of the event (reported as september 14, 2019)? Yes. What were the indications for surgery? I don¿t know. Did the patient receive any preoperative chemotherapy or radiation? I don¿t know. Were there any issues experienced with the device or staple form in the initial surgical procedure? 0 issue, all were good and donuts were full and thick. What healthcare professional fired the device and what is his/her experience with the device? Dr. , he is a senior surgeon, performing around 40 colorectal a year. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low-b (bottom green) did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Yes, green check sign. Was the green checkmark visible at the end of the firing? Yes. How may counter-clockwise revolutions of the adjusting knob were used to open the device? 2 full rotation. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? I don¿t know. Was a leak test performed? If so, what type and what was the result? Yes. Air test. No bubbles. Was the staple line visualized transanally during the initial surgical procedure? No. How many days postoperative did the leak occur? 4 days. How was the leak identified? I don¿t know. What was observed at the site of the leak upon reoperation? I don¿t¿ know. Were there any issues noted with staple formation at reoperation? If so, please describe the shape and location. I don¿t know. How was the leak addressed in the reoperation? I don¿t know. What is the current status of the patient? He is ok.

Manufacturer narrative:
Product complaint # (B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch #: unk.   The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that there was leakage following a laparoscopic sigmoidectomy with the cdh29p. The donuts were perfect during the surgery. A new surgery was performed to address the leakage.